Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verioiq meter powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged power issue first began. The patient¿s testing frequency and diabetes management are not known; other than diabetes it is not clear if the patient suffers from other health conditions; and it is not specified what action the patient took in regards to her diabetes management after the alleged power issue occurred. According to the csr¿s documentation, the patient reportedly did not develop any symptoms or receive any form of medical intervention as a result of the alleged power issue. Per csr notes, the patient claimed, she had obtained blood glucose readings ¿higher than 1024mg/dl and was hospitalized in (B)(6)¿. During the time, the patient reportedly obtained the elevated blood glucose readings and was hospitalized, it is not known which device she obtained the elevated readings with; if she was hospitalized after the alleged power issue began; or if she was monitoring her glucose with the subject meter at that time. It is not known how long the patient was hospitalized for. At the time of troubleshooting, the csr noted the subject meter¿s battery does not need to be recharged, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. The alleged power issue remains unresolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because, the user may have allegedly suffered symptoms indicative of a serious injury while using the product.